Event description:
It was reported through a company representative that a vns pt was referred to the office of the neurosurgeon due to high lead impedance in system diagnostics. Additional information was provided from the office of the neurologist indicating that last known good diagnostics were in (B) (6) 2009. The pt was not seen again until (B) (6) 2009 in which the high lead impedance was read. According to the neurologist, the clinical change in the pt consisted of an increase in seizures and less benefit of using the magnet due high lead impedance with no manipulation or trauma reported by the pt. The clinical change occurred in the past 2-3 months according to the pt's mother and caretaker which coincides with the event. At the moment revision surgery is likely and x-rays were not ordered by the neurologist.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.